Event description:
Discordant, falsely elevated sodium, potassium, and chloride results were obtained on one patient sample and a discordant, falsely elevated sodium result was obtained on a different patient sample on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium, and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluating the instrument data, the tsc specialist advised the customer to replace a sensor, the integrated multisensor technology probe, and the monopump valve seal. The customer replaced these parts and then ran quality controls, all of which were within range. The customer then performed a precision study on a patient sample, which resulted within specification. The cause of the discordant, falsely elevated sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.